Manufacturer narrative:
Pump received with stuck motor error alarm loop during bolus delivery due to loose/protruded drive support disk. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing.

Event description:
The customer reported via phone call that the insulin pump received motor errors. The customer¿s blood glucose level was unknown. Customer was assisted in clearing the alarm and was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The drive support cap appears normal. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.